Manufacturer narrative:
(B)(4). Batch # n92e1l. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient was diagnosed with anterior mediastinal tumors and during the thoracoscopic surgery, the device was hard to cut. The device was removed from patient and perform the pre-run test, and the titanium tip was broken automatically. Changed to another one to complete surgery. There was no patient consequence reported.